Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. Internal and external visual inspections performed revealed no problems. It was determined that the device did not meet performance specification requirements per homechoice return instrument test/ evaluation (rite) testing, as the device passed the homechoice rite electrical test and failed the homechoice rite functional test. The device passed temperature verification and failed accuracy confirmation. The cause was determined to be related to the copper mesh pad making insufficient contact with heatsink compound. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The door and piston assemblies were to be serviced. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.